Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 18:34:52. During night drain cycle nine, the patient's ultrafiltration reading was 62ml, indicating the home patient (hp) drained 62ml more than their maximum programmed fill volume of 100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was verified through the review of the event history logs. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed and passed. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.